Event description:
The customer reported that while the panorama central station was in use monitoring pts along with ambulatory telepacks, the central station display froze. No pt injury was reported.

Manufacturer narrative:
The company service rep cleared the fault logs, reset the system, and performed a power cycle. The system resumed normal operation. He was unable to obtain the system error logs. The system was tested to factory specs. It functioned normally and was returned to use.